Event description:
Reporter was a research subject to evaluate the safety and effectiveness of mr guided focused ultrasound surgery in the treatment of uterine fibroids. As a pt in the study they want to report and disclose the adverse effects that occurred during the procedure to insure that the FDA is aware of the potential risks involved with this surgery. 1. Reporter incurred a 2nd and 3rd degree burn on the area of ultra sound penetration. 2. Reporter stated during the surgery that the pain was an "11", and how it radiated from their left hip down their leg to foot. The surgery continued despite their admission of pain and its severity. 3. Post surgery reporter was unable to walk without severe nerve pain from their left hip to foot for over two months. 4. Hospital stated it would take 2-3 years for the majority of their adl's to return to prior activity levels. 5. Reporter continues to have disability to their left hip with pain and musculoskeletal deformities. Reporter is unable to work full-time or walk up inclines without severe stabbing hip pain. 6. As a study participant reporter is unable to receive insurance benefits, and all-medical costs post surgery have been out of their personal finances.